Event description:
Reporter alleged a relative obtained a discrepant blood glucose result of 225 mg/dl on her advantage system compared to the emergency medical technician (emts) measurement of 110 mg/dl when testing was performed 5 minutes apart. Reporter stated the relative was not a diabetic and is unsure of any lifestyle information regarding the relative. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.